Event description:
Right shoulder arthroscopy: 1. Glenohumeral joint debridement, 2. Subacromial decompression, 3. Rotator cuff repair. During use of arthrowand surgeon stated tip broke off. Metal tip removed per surgeon.